Event description:
It was reported that a device leak occurred. During preparation for a pulse field ablation procedure, prior to being introduced into the patient anatomy an air leak in the faradrive steerable sheath was identified. The faradrive steerable sheath was exchanged and the procedure was successfully performed. No patient complications were reported.